Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient received a superpath implant profemur® l classic varus 8 & procotyl® l poly liner & ceramic head on the 15th of april. As the patient was being mobilized onto the x-ray table the day following surgery (16th) the operated hip dislocated anteriorly. The patient was reduced under anesthetic on the 17th of april but the risk of re-dislocation still existed so the surgeon tried longer cocr heads for profemur® l but finally implanted a bioball to introduce retro-version and longer head length. The surgeon believes that the stem he implanted on the 15th was anteverted. Only the head was revised at the time of surgery using a standard posterior approach.